Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported inoperable keypad which was not reproduced however, evaluation observed the keypad to have a delayed response. The delayed keypad response was verified, and found to be caused by a processor board failure. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable keypad . There was no known patient injury, or medical intervention associated with this event. No additional information is available.